Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the ventricular assist device (vad) coordinator the patient expired due to sepsis. It was reported the cause of death was device related. The device operated as intended. The device will not be returned for evaluation.

Event description:
Additional information stated that patient was admitted on (B)(6) 2019, during the initial implant stay. The source of infection was methicillin-sensitive staphylococcus aureus (mssa) bacteremia, and mitral valve endocarditis. At the end family withdrew care. Additional information also indicated that patient had staph bacteremia prior to the lvad implantation, the vad was postponed until the cultures were cleared. Patient was afebrile and white blood count was normal at 6.6 the day of implantation. Patient continued on IV vancomycin antibiotics after the lvad implantation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event no further information was provided. The manufacturer is closing the file on this event.